Manufacturer narrative:
It was reported that a patient underwent an atrial ventricular tachycardia ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required surgical intervention and circulatory support and ultimately death. It was reported that in the middle of the procedure the patient¿s pressure dropped. Pericardial effusion was visible on ultrasound. Drainage then sternotomy and placement under circulatory support as intervention. They stopped the procedure. Additional information received indicated the adverse event occurred during the ablation phase of the procedure during use of bwi products the ablation wad done in a very fragile patient because other treatment failed. The patient died the day after the procedure. Patient did not require extended hospitalization because the patient was already in critical condition and hospitalized. No error messages were observed on bwi equipment during the procedure. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. As such, the investigation has been completed by performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device 31064727l number, found no internal actions related to the complaint during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial ventricular tachycardia ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required surgical intervention and circulatory support and ultimately death. It was reported that in the middle of the procedure the patient¿s pressure dropped. Pericardial effusion was visible on ultrasound. Drainage then sternotomy and placement under circulatory support as intervention. They stopped the procedure. Additional information received indicated the adverse event occurred during the ablation phase of the procedure during use of bwi products the ablation wad done in a very fragile patient because other treatment failed. The patient died the day after the procedure. Patient did not require extended hospitalization because the patient was already in critical condition and hospitalized. Force visualization features used were graphic, dashboard, vector and visitag. Stability parameters used included range: 3mm, time: 3 seconds. Additional filter with the visitag were strength. Color options used was tag index. Transseptal puncture was performed with an abbott brk-1. There was no evidence of steam pop. Flow setting of the irrigated catheter was qmode program and the pump switched from "low" to "high" flow during ablation. No error messages were observed on bwi equipment during the procedure.